Event description:
It was reported that the surgeon stated the "tibial was loose" and chose to revise the tibial component.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.